Manufacturer narrative:
Analysis of the pump identified shorting across the insulator and found bridging across m1 and m2 feedthrough's ceramic insulation with corrosion present.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable infusion pump for multiple sclerosis and intractable spasticity. It was reported on 2016-09-22 that a non-critical alarm was not heard by the patient which was confirmed by telemetry. The hcp reported that the patient was seen 6 weeks ago and at that time the elective replacement indicator (eri) was 51 months out. The patient was seen again today and during interrogation of the pump it was confirmed that an eri occurred on (B)(6) 2016. The hcp confirmed the eri alarm is occurring. The patient was being medicated through the pump with sufentanil (concentration of 220mcg/ml, dose of 87.5mcg/day), and baclofen (concentration of 2000mcg/ml, dose of 795.9mcg/day). No symptoms were reported. The patient¿s status was unknown.

Manufacturer narrative:
Corrected information: sex, date of birth.

Event description:
Additional information received from the health care professional indicated that they called technical services and were told that " nothing to do but replace the pump".pump was replaced on (B)(6) 2016. The cause of premature elective replacement indicator (eri) was not determined. The pump was on its way to the manufacturer additional information received from the health care professional indicated that the manufacturers technical support indicated to not troubleshoot, but to replace pump as soon as possible. The pump was replaced on (B)(6)2016 and sent back to the manufacturer. The response to what caused the premature elective replacement indicator (eri) was noted as "??"

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep), stating that the patient had a sudden loss of therapy before the device was replaced. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.